Event description:
Medtronic (covidien) received information regarding an incident involving one of its devices. The treatment was a for an aneurysm located in the a-comm (anterior communicating artery) that had been previously clipped, but had opened after the procedure. During the coiling procedure, it was reported two coils prematurely detached as they were repositioned. Prior to the incident, the physician had advanced the first axium coil qc-2-4-3d and attempted to push it into the sac of the aneurysm using a synchro 14 guidewire inside the microcatheter, but the implant coil prematurely detached into the artery marginal of callous. The physician attempted to capture the implant coil with a gooseneck snare, but without success. The coil remains in the patient. He decided to position a second coil axium qc-2-2-helix; however, this implant coil also prematurely detached but inside the microcatheter. The second coil was removed by the microcatheter. The patient was brought for reanimation and the current patient condition was good. The same event as MDR# 2029214-2015-00364

Manufacturer narrative:
The axium coil was not returned for analysis as it was discarded; therefore, no definitive conclusion can be drawn regarding the clinical observation. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. (B)(4).